Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va17u29, implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 16-jun-2020, UDI#:(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who had an implantable neurostimulator (ins). It was reported by rep that the patient came in for normal device follow-up. Patient had high impedance on 3 electrode combinations involving 0. They were not able to increase amplitude as patient was able to feel it at 1.0volts. They have programmed around high impedance. No further complications were reported.